Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the skin barrier appeared to be "melting" onto her skin six days after its initial application. The end user further advised she experienced difficulty removing the skin barrier, even when an adhesive remover was used, and found residual skin barrier material on her skin. She was able to scrape the residual material from her skin using her finger nails and a warm, wet washcloth. No patient consequences were reported as a result of this event.